Manufacturer narrative:
After further review MFR#2916837-2021-00178 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsaria¿ so biohazardous waste leaked outside of instrument. There was no report of user/patient impact. The following information was provided by the initial reporter: customer reports that the closed loop nozzle is leaking. She looked under the microscope and noticed deterioration of the orifice. Was the leakage liquid or air? Liquid was the leakage contained within the device? Not contained was there a spray of liquid under pressure? No what fluid was leaking? Biohazard did biohazard leak before or after waste line? After waste line was the leak mixed with bleach/decontaminate? No

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsaria¿ so biohazardous waste leaked outside of instrument. There was no report of user/patient impact. The following information was provided by the initial reporter: customer reports that the closed loop nozzle is leaking. She looked under the microscope and noticed deterioration of the orifice. Was the leakage liquid or air? Liquid. Was the leakage contained within the device? Not contained. Was there a spray of liquid under pressure? No. What fluid was leaking? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the leak mixed with bleach/decontaminate? No.